Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received eight inappropriate shocks for a sinus tachycardia. Upon device interrogation, it was found that during the eight shock, code 1005 was recorded, indicating an open circuit condition. The right ventricular (rv) shock impedance increased suddenly in the months following implantation and it was reported to be out of range. Oversensing of noise was also observed. Chest x-ray imaging was performed, and the physician verified and confirmed the position of the lead is normal and there are no obvious signs of damage. A commanded 2 joule shock was delivered to the patient, with a reported impedance value of 107 ohms. Ts provided a troubleshooting guide and an in-clinic follow up was scheduled for further troubleshooting. No additional adverse patient effects were reported. The device remains in service. Additional information was received. Engineering analyzed data from the device and found the measured shock impedance was high out of range. Based on the normal manual impedance and no other suspicious faults or resets, therapy seems to be available and not impacted. It was discussed that the device can still be implanted and in service, but the lead status should be evaluated to understand next steps. No adverse patient effects were reported. The device remains in service. Additional information was received. The physician made the decision to perform commanded shock testing again and two high voltage shocks were delivered, both with high impedance measurements. The physician asked technical services (ts) if the lead should be replaced or not, in order to create a plan for this patient. At this time, no further information is available. The device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received eight inappropriate shocks for a sinus tachycardia. Upon device interrogation, it was found that during the eight shock, code 1005 was recorded, indicating an open circuit condition. The right ventricular (rv) shock impedance increased suddenly in the months following implantation and it was reported to be out of range. Oversensing of noise was also observed. Chest x-ray imaging was performed, and the physician verified and confirmed the position of the lead is normal and there are no obvious signs of damage. A commanded 2 joule shock was delivered to the patient, with a reported impedance value of 107 ohms. Ts provided a troubleshooting guide and an in-clinic follow up was scheduled for further troubleshooting. No additional adverse patient effects were reported. The device remains in service. Additional information was received. Engineering analyzed data from the device and found the measured shock impedance was high out of range. Based on the normal manual impedance and no other suspicious faults or resets, therapy seems to be available and not impacted. It was discussed that the device can still be implanted and in service, but the lead status should be evaluated to understand next steps. No adverse patient effects were reported. The device remains in service. Additional information was received. The physician made the decision to perform commanded shock testing again and two high voltage shocks were delivered, both with high impedance measurements. The physician asked technical services (ts) if the lead should be replaced or not, in order to create a plan for this patient. At this time, no further information is available. The device remains in service. Additional information was received. Technical services (ts) recommended rv lead replacement. Evidence suggests that at this time, both this device and lead remain in service.